Manufacturer narrative:
The insulin pump had a pump error and critical pump error alarm noted on pump, problem isolated force sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm. The customer¿s blood glucose was 13.0 mmol/l at the time of incident. Customer reported that the insulin pump was not able rewind. No troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.